Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump was cracked. The blood glucose reading was 453 mg/dl. The customer stated that the o-ring from the reservoir compartment had fallen out. She stated that she saw several little cracks in the device and did not know how the damage had occurred. She advised that the reservoir still fit well and did not fall off, so the crack did not interfere with the device's functionality. She was unable to complete troubleshooting for the issue. She advised that she had already treated with a bolus using the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.